Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the 23mm sapien valve was deployed in a too ventricular position (90:10) causing central aortic insufficiency. A second valve was implanted in order to mitigate the aortic insufficiency. Per report, after deploying the 23mm sapien valve, transesophageal echocardiogram (tee) showed moderate aortic insufficiency as well as some native leaflet overhang. The aortogram post deployment revealed low placement of the valve (90 ventricular:10 aortic). The team then decided to deploy a second 23mm sapien valve. Post deployment of the second valve there was mild aortic insufficiency. The patient was stable throughout the case and was transferred to unit for post-operative management. Per report, the cause of this event was attributed to a ventricular pre-deployment position of 60:40. Then upon inflation, the valve moved aortic but was pushed back down by the native leaflets resulting in a final position that was too ventricular. Additional information: the degree of native valve/leaflet/aortic root calcification was reported as unknown. The coaxial alignment of the delivery system and the valve was described as fair; the image intensifier angle was also fair; there was no loss of pacing capture during valve deployment and ventilation was held. This patient¿s ejection fraction was (65%).

Manufacturer narrative:
Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment an edwards technical summary was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the information available indicates patient and procedural factors (preserved ejection fraction, a slightly lower pre-deployment valve position than perhaps assessed on tee, less than optimal coaxial alignment and image intensifier angle) likely caused or contributed to the event. There is no indication this event was a result of malfunction of the sapien valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.